Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. After the lead was connected to the device, the physician wanted to adjust the lead, so a torque wrench was used to unscrew the device setscrew; however, the grommet in the device header came out with the wrench. A new device was used for implant. No patient complications have been reported as a result of this event.